Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that there was an issue of high impedance noted on all 4 electrodes, but rep reported electrode 1 is the issue. The high impedance was not observed on the day of surgery. The rep reported that the patient experienced other stimulation issues as a result of the impedances and noted them as being "bladder spams and pressure". Troubleshooting was performed, impedances were checked. They "stayed away" from electrode 1. Patient was on program 3. Patient was educated on how to turn therapy off if needed. The cause of the impedances was not known. The patient was also experiencing discomfort/soreness/pinching/ache/pressure. The issue is ongoing.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va25sqj serial# implanted: (B)(6) 2020 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) , ubd: 11-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.